Manufacturer narrative:
The reported complaint of could not untighten the a-setscrew to release the lead was confirmed. Analysis found that calcified blood was filling the a-setscrew inset. The blood most likely came through damage to the septum in the form of a hole punched through it. The device was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device change out due to elective replacement indicator (eri), the implanted pacemaker's set screw appeared to be stripped and the physician could not get the hex wrench to retract the screw. The physician then proceeded to cut away the device header to release the lead. The lead was compromised when it was removed from the header. The device was explanted and replaced. There was no patient consequences.